Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is currently unavailable. Awaiting device return.

Event description:
Subacromial decompression surgery. The vapr electrode was roughly 1 inch away from the scope when it sparked and charred the lens of scope. Had to change scope during procedure. Scope damaged. The following additional information was received via e-mail from the affiliate on 11-16-2015: the event date was (B)(6) 2015 and the affiliate was alerted on (B)(6) 2015. The procedure was delayed by 10 mins. Nothing fell into the patient. The affiliate will attempt to obtain lot number from customer.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is currently unavailable.